Manufacturer narrative:
Device evaluated by manufacturer: only the main coil was returned. The delivery wire and introducer sheath was not returned. A non bsc catheter was returned. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm of the main coil was detached. No more damages were found in the device. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm and in the zap tip section. Dimensional inspection of the outer diameter (od) of the zap tip and od of the primary coil were performed and were within specifications. Dimensional inspection of the no. Of distal fiber bundles and no. Of proximal fiber bundles were performed and revealed that there were lacking fiber bundles.

Event description:
Reportable based on device analysis completed on 26sep2019. It was reported that the coil detached in the delivery catheter. A 8mmx40cm and 10mmx40cm interlock-35 coils were selected for use. During procedure, it was noted that both coils detached inside the delivery catheter. An additional wire was used to snag the coils and pull them out of the sheath. The procedure was completed by deploying additional coils. No complications reported and there were no patient injury. However, device analysis revealed that the interlocking arm of the coil was detached and there were missing coil fiber bundles.